Manufacturer narrative:
Pending investigation. D10: 5876298 315-35-00 - glnd kwire 5977368 320-01-38 - equinoxe reverse 38mm glenosphere 6093448 320-10-00 - equinoxe reverse tray adapter plate tray +0 5959005 320-15-02 - rs glenoid plate sup aug, 10 deg 6088266 320-15-05 - eq rev locking screw 6092049 320-20-00 - eq reverse torque defining screw kit 5988137 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 6010503 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 6079622 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 6079634 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 6079660 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 5935946 320-38-00 - equinoxe reverse 38mm humeral liner +0 5603910 531-20-00 - shldr gps rvrs drill kit 5976705 531-78-20 - shouldr gps hex pins kit 5192237 308-01-07 - 7x80mm distal stem modular cemented 5486532 308-05-19 - distal fixation ring ha 19.5 5992265 308-08-00 - xs prox body +0 5194435 308-15-01 - taper locking screw 0 ab3113 tpa-13 - cement restrictor xs (extra small, sz 13).

Event description:
As reported, approximately 4 years and 11 months post the initial left tsa, the patient complained of instability so the mp upsized the modular components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU.